Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill test to reservoir and no air bubbles or leaks were observed during analysis. Checked o-rings/stopper groove for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin leaked out of the reservoir when the plunger was removed from it and the black ring fell out. Customer's blood glucose was 104 mg/dl. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.